Event description:
A customer reported experiencing a recurring cartridge alarm 20 with their pump over the past three weeks. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and advised the customer on steps to take with the replacement. The customer was instructed to continue using the current pump and revert to manual injections if necessary. Additionally, storage mode and return instructions were provided, which the customer acknowledged. The replacement pump was shipped without requiring a delivery signature.